Manufacturer narrative:
A steris service technician inspected the equipment and found a straight barb hose fitting separated at the pre-a and b filter assembly inlet connection. This was due to a hose fitting not properly tightened during a previous service event. The service technician repaired the processor, ran diagnostic and processing cycles and found the unit operational. The unit was returned to service.

Event description:
The user facility reported a hose separation from the system 1e processor, resulting in water spilling onto the floor of the room where the unit was located and out into the adjacent carpeted hallway. No injuries were reported, no procedures were delayed or cancelled and no property damage occurred.